Event description:
It has been reported that during a ptca procedure in which the physician attempted to repair a mid lesion in the right coronary artery, the 7f zuma jr4.0 pulled out of the artery. Along with the balloon and guide wire. As the guide catheter was being repositioned a right coronary artery dissection occurred. The dissection spiraled down to the distal area. The pt was sent to bypass surgery, and is reported to be in stable condition. The device is not being returned for eval as it has been discarded by the hospital.